Manufacturer narrative:
The customer technical specialist (cts) assisted customer in troubleshooting and subsequently instructed the customer to replace the check valve (lv14) under the red blood cell (rbc) bath which resolved the issue. Following the check valve replacement, the customer did not call back with any further problems. There was no onsite service dispatched for this event. Failure mode was related to the check valve, (lv14), under the rbc bath which needed to be replaced. (B)(4).

Event description:
The customer indicated that the red blood cell (rbc) bath was not draining on their coulter act diff 2 analyzer which caused a leak (10 ml) upon a startup. The leak was contained within the instrument. The material safety data sheets (msds) were reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing gloves and a laboratory coat at the time of this event. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous patient results were associated with this event. There was no death, injury, or effect to patient treatment.